Manufacturer narrative:
Aortic insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. The root cause of this event cannot be conclusively determined with the available information. It was noted that there was a previous abscess along the right coronary cusp with separation of the ventricle and aortic continuity when the valve was explanted. It is unknown whether this may have contributed to the patient's aortic insufficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. UDI #: (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 2700 21mm aortic valve, implanted for one (1) year and 11 months, was explanted due to aortic insufficiency. This patient presented with bacteremia and sepsis. He underwent evaluation and was found to have an osteomyelitis of metatarsal of his foot with overlying cellulitis. Initial echo revealed the presence of small linear densities on the aortic valve with a well-functioning valve, although it did have a transvalvular gradient higher than normal. He was placed on antibiotic therapy. Repeat echo revealed the presence of a widely opening aortic valve; however, there was no aortic insufficiency. Intra-operatively, the valve was excised and it was evident that there was a previous abscess along the right coronary cusp with separation of the ventricle and aortic continuity. The explanted device was replaced with a 2700 21mm valve. Aortic enlargement was also performed. Echo confirmed the present of a well-functioning valve with no leak. The patient tolerated the procedure and was brought to the recovery room in stable condition.

Event description:
It was reported via the implant patient registry that a 2700 21mm aortic valve, implanted for one (1) year and 11 months, was explanted due to aortic insufficiency. This patient presented with bacteremia and sepsis. He underwent evaluation and was found to have an osteomyelitis of metatarsal of his foot with overlying cellulitis. Initial echo revealed the presence of small linear densities on the aortic valve with a well-functioning valve, although it did have a transvalvular gradient higher than normal. He was placed on antibiotic therapy. Repeat echo revealed the presence of a widely opening aortic valve; however, there was now aortic insufficiency. The patient had new hemolysis. Intra-operatively, the valve was excised and was found to have a tear at the level of the commissure between the noncoronary cusp and the right cusp. At this point, it was evident that there was a previous abscess along the right coronary cusp with separation of the ventricle and aortic continuity. The explanted device was replaced with a 2700 21mm valve. Aortic enlargement was also performed. Echo confirmed the present of a well-functioning valve with no leak. The patient tolerated the procedure and was brought to the recovery room in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.